Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh the patient experienced chronic pelvic and vaginal area pain, severe recurrent urinary leakage, frequent urinary tract infections, painful bowel movements, pelvic pressure, physical pain and discomfort, anxiety/depression, severe incontinence, and lower back pain. It was reported the patient underwent cystoscopy and exam under anesthesia on (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.